Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went into water with insulin pump and had crack on the back of insulin pump and it immediately stopped working and critical pump error alarm. Customer's blood glucose value was around 100 mg/dl. The customer discontinued troubleshooting, as customer did not have insulin pump with them to inspect and run tests. Customer removed battery and put new one in and that did not work. Customer reports there was fluid in the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.